Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h11. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the scope tested positive for 100 colony forming units (cfus) of pseudomonas aeruginosa, stenotrophomonas maltophilia, and acinetobacter species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
On (B)(6) 2025 the colonovidescope tested positive for >16 colony forming units (cfus) of stenotrophomonas maltophilia, all channels were sampled. The device was then retested on (B)(6) 2025 and tested positive for >80 colony forming units (cfus) of pseudomonas aeruginosa, all channels were sampled. Also, it was observed that during the device evaluation, the device exhibited error code b30. There was no patient involvement.

Manufacturer narrative:
Correction, additional information: b5. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation]. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: champignons filamenteux. Device was decontaminated and retested: sampling date: (B)(6) 2025. Sampling from: biopsy channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1 cfu. Bacterial identification: autres. Sampling date: (B)(6) 2025. Sampling from: air channel. Cfu: 2 cfu. Bacterial identification: micrococcus lutesus/lylae ; paracoccus yeei. Sampling date: (B)(6) 2025. Sampling from: waterjet channel. Cfu: 1 cfu. Bacterial identification: autres. Sampling date: (B)(6) 2025. The device was evaluated where [no abnormalities were found that could have led to the reported event.] A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. [Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The reported condition of error b30 was confirmed, but a root cause could not be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.